Event description:
Patient underwent revision surgery as stem had subsided due to being undersized.

Manufacturer narrative:
This complaint is still under investigation. Device not returned.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of provided patient x-rays by depuy cpd cannot confirm subsidence without series of x-rays showing a chronological progression of position. There is no obvious damage or weakness in the bone stock. The only obvious issue is that the femoral components are dislocated from the acetabular cup. It is unclear if this happened in daily use, or if the x-ray was taken intraoperatively. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.